Event description:
The dentist reported that 3 months after two dental implant were installed in intra-oral region #22 and #20, it was verified their non-osseointegration. Sixty ncm of primary stability was achieved and immediate load was performed.